Event description:
It was reported that the patient was to undergo a full revision for an MRI. The reason was later determined during the explant procedure that high impedance was observed. The suspect device has not been returned to date. No other relevant information has been received to date.